Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, per complaint details, the instrument broke during the tka; therefore, a s+n backup device was used to complete the procedure within a 0-30 minute surgical delay and without patient harm. Although the provided intra operative images support the complaint, the images did not provide insight into the clinical root cause of the reported event. It was communicated that the fragment was removed in its entirety via forceps without patient harm (¿no apparent distress¿) and no additional unplanned interventions were required. The clinical root cause of the reported event could not be definitively concluded. Patient impact beyond the reported device fracture/fragment removal, use of backup device and surgical delay would not be anticipated as the procedure was reportedly completed without patient harm. No further medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a tka a jrny ii cr lkg fem imp bumper lt sheered off while being used. Procedure was completed with a smith and nephew backup device, a delay of less than or equal to 30 minutes was reported. No patient harm.